Manufacturer narrative:
The user reported having an issue with sensor disconnections. The transmitter was replaced initially to determine if the issue was related to transmitter. However, the issue persisted and hence the user was referred back to the hcp to discuss removal and replacement of the sensor. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.the RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4.date of this report 04 august 2025 g3.date received by the manufacturer? 04 august 2025 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts. The user was offered a transmitter replacement. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps such as removal ands replacement of the sensor.

Manufacturer narrative:
In an associated complaint of the user (B)(6), the user reported having an issue with receiving no sensor detected alerts, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss removal and replacement of the sensor. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength with the transmitter.